Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Due to the nature of the sample, no functional testing could be performed. The issue of unable to prime could not be observed in a photograph. Therefore, the reported condition could not be verified. Retention samples were visually inspected and no issues were noted. The retention samples were also gravity tested and under water leak tested with no leak observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set with 1.2 mmicron filter mirafilter IV (intravenous) would not prime. This was further described as the mirafilter IV chamber was occluded at the inlet and the lipid tpn (total parenteral nutrition) ¿was not able to prime beyond the chamber¿. This was identied during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A1: unknown previously submitted as none. B6: relevant test/laboratory data: ni previously submitted as na. B7: other relevant history: ni previously submitted as na. H6: patient code: 2199 previously submitted as 2645. H6: device code: 1250 previously submitted as 1492, 816. B5. It was reported that the extension set with 1.2 mmicron filter mirafilter IV was leaking from the unspecified location. This was identified during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available. Previously submitted as "it was reported that an extension set with 1.2 mmicron filter mirafilter IV (intravenous) would not prime. This was further described as the mirafilter IV chamber was occluded at the inlet and the lipid tpn (total parenteral nutrition) ¿was not able to prime beyond the chamber¿. This was identied during priming. There was no patient involvement. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.